Manufacturer narrative:
The customer's products have been requested back for investigation, and a follow-up report will be submitted once investigation results are obtained.

Event description:
Customer reported receiving an adc meter readings of 19mmol/l and 22mmol/l obtained on their precision xtra meter. Customer dosed with insulin based on the readings and reportedly lost consciousness. There was no third party medical intervention reported, no diagnosis was reported. The customer stated they self-treated with 'syrup'. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As product was not returned a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
It was reported that the patient's left ventricular lead had chronic high thresholds which caused the device to reach elective replacement indicator (eri) and be replaced. The lead is still in use. No patient complications have been reported as a result of this event.